Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat a target lesion in the distal right coronary artery. Pre-dilatation was performed using a 3.0 x 20 mm nc trek dilatation catheter and a dissection occurred. A 3.25 x 28 mm xience xpedition was implanted to treat the target lesion and cover the dissection. No additional intervention was required to treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported dissection is listed in the non-compliant (nc) trek instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.